Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Previous impedance measurements were in the 700-800 ohms range. The patient was pacer dependent, however review of the presenting showed ap vs, which suggested that it was intermittent. Additionally, the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected with a gradual rise in current drain since (B)(6) 2022. Technical services (ts) reviewed troubleshooting options. Device replacement and rv lead replacement were recommended, however this rv lead and pacemaker remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Previous impedance measurements were in the 700-800 ohms range. The patient was pacer dependent, however review of the presenting showed ap vs, which suggested that it was intermittent. Additionally, the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected with a gradual rise in current drain since january 2022. Technical services (ts) reviewed troubleshooting options. Device replacement and rv lead replacement were recommended, however this rv lead and pacemaker remain in service at this time. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The product has been received for analysis. This report will be updated upon completion of analysis. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Previous impedance measurements were in the 700-800 ohms range. The patient was pacer dependent, however review of the presenting showed ap vs, which suggested that it was intermittent. Additionally, the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected with a gradual rise in current drain since (B)(6) 2022. Technical services (ts) reviewed troubleshooting options. Device replacement and rv lead replacement were recommended, however this rv lead and pacemaker remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Previous impedance measurements were in the 700-800 ohms range. The patient was pacer dependent, however review of the presenting showed ap vs, which suggested that it was intermittent. Additionally, the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected with a gradual rise in current drain since (B)(6) 2022. Technical services (ts) reviewed troubleshooting options. Device replacement and rv lead replacement were recommended, however this rv lead and pacemaker remain in service at this time. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.